Manufacturer narrative:
No report of patient involvement. The malfunction was confirmed but cause and repair was not provided by the customer. No report of patient involvement. The malfunction was confirmed but cause and repair was not provided by the customer.

Event description:
The hospital reported the patient monitor detached from the arm of the unit. There is no report of involvement.